Event description:
Customer complaint - limited data available device burned and turned brown where the cord connects to the device. Device has burning smell. Device burnt stomach. Received device as a gift. Does not have an amazon order number.

Event description:
Customer complaint - limited data available. The customer stated that the device burned and left scorch marks where the cord connects to the device. The device had a burning smell and burned the customer's stomach.